Manufacturer narrative:
The lot number is unk. Therefore, a review of the device history records could not be performed. The complaint sample has been returned for evaluation and the investigation is currently underway.

Event description:
It was reported that a pta balloon detached from the rest of the catheter while the device was being withdrawn through the introducer sheath. Reportedly, the pta balloon was not completely deflated prior to withdrawal into the sheath. The detached pta balloon was retrieved from the pt using a snare. No pt injury.